Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The attached user facility report # (B)(4) was received. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The cannula was unavailable for return; as a result the investigation was performed on site at the hospital. The manufacturer traveled to the hospital to conduct a non-destructive on-site evaluation of the product in question. The cannula bond was observed to be separated from the connector body. The cannula was visually assessed. The investigation was not able to identify a device-related cause for the cannula bond separation. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a ventricular assist device for acute support. The perfusionist reported that the pt expired when the cannula separated at the cannula connector and the inside connector of the cannula from the tubing pump drained the pt's blood into the bed. The hospital risk management team is involved and currently in possession of the connector portion of the cannula.